Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced telemetry issues. The ins battery measurements were "inconsistent." It was reported on (B)(6) 2010, that the pt had not used the device "for over a year." The manufacturer representative performed a physician mode recharge (pmr) and charged the device normally with eight coupling bars. The battery level dropped quickly. The rr codes were checked and it was confirmed that the battery voltage dropped over 0.3 volts in fifteen minutes. It was later reported by the pt that all products had been explanted. Nothing further was reported by the pt. The pt was recovering from the explant surgery, at that time. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.